Event description:
Customer was hospitalized back in january for high blood glucose. Customer is not sure if pump is working properly and does not have tubing clamp or batteries. Sending supplies. Patient will call back to complete troubleshooting.